Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service ctr the device delivered less than expected.